Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed a motor error and motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer stated that the drive support cap was normal. There was no delivery alarm and gets half way through. The customer was able to successfully do the displacement test. The insulin pump will not be returned for analysis.